Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhaust valve was not working. Valve should be able to open and close, but it remains closed despite the use of diathermy. There were no reports of patient harm

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not confirmed. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.